Manufacturer narrative:
Batch review performed on 04 may 2026 lot 2403137: (B)(4) items manufactured and released on 15-oct-2024. Expiration date: 2029-10-01. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported events during the period of review. Clinical evaluation revision surgery was performed approximately 15 months after primary gmk-sphere tka due to persistent medial compartment pain. The most relevant reported findings are varus positioning of the tibial component and significant internal rotation of the tibial component, detected during revision surgery. Based on the available radiographic images, varus positioning of the tibial component can be confirmed. In addition, both the tibial and femoral components appear slightly undersized. A focal area of bone rarefaction is also visible at the medial femoral condyle; however, its significance cannot be determined on the basis of the available information. Overall, the combination of tibial component varus and internal rotation provides a plausible mechanical explanation for persistent medial compartment pain, through increased medial compartment loading, abnormal femorotibial tracking, and altered ligament balance. The available evidence is more suggestive of a surgery-/positioning-related mechanical problem than of a defective or malfunctioning device. Root cause:based on the information available, no definitive root cause can be established. The reported persistent medial compartment pain appears plausibly related to case-specific mechanical factors, in particular tibial component varus positioning and significant internal rotation, which may have contributed to increased medial compartment loading, abnormal femorotibial tracking, and altered ligament balance.

Event description:
Revision surgery due to persistent pain on medial compartment caused by significant internal rotation of tibial tray fixed cemented at 1 year 3 months from the primary. Gmk hinge system successfully implanted.